Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study it was reported the patient experienced chest pain. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, the patient presented to the emergency department (ed) with reported chest pain, low oxygen saturation and bradycardia. An x-ray, echocardiogram, electrocardiogram and laboratory tests were performed. The suspected cause was pericarditis and chronic obstructive pulmonary disease. In the ed, a stat echocardiogram showed a trace pericardial effusion with no evidence of tamponade. The patient was discharged home on pantoprazole 40mg, colchicine 0.6mg for 14 days and prednisone 20mg daily for 7 days. The event was resolved with sequelae on (B)(6) 2025. It was further reported that the suspected cause for pericarditis was related to the study procedure.

Event description:
Reported via clinical study. It was reported the patient experienced chest pain. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, the patient presented to the emergency department (ed) with reported chest pain, low oxygen saturation and bradycardia. An x-ray, echocardiogram, electrocardiogram and laboratory tests were performed. The suspected cause was pericarditis and chronic obstructive pulmonary disease. In the ed, a stat echocardiogram showed a trace pericardial effusion with no evidence of tamponade. The patient was discharged home on pantoprazole 40mg, colchicine 0.6mg for 14 days and prednisone 20mg daily for 7 days. The event was resolved with sequelae on (B)(6) 2025.